Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was used for arterial closure in a common femoral artery; however, there was no bleed back from the marker lumen noted after inserting the device in the body. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. There was no report of clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no bleed back from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: the proglide device was used after an interventional splenic artery aneurysm embolization was performed via a 6f sheath. The device was successfully flushed with saline prior to use without any issue. No additional information was provided.